Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26091. Follow up information indicated during surgical intervention to replace tilted ipg, the leads were tested. Lead diagnostics revealed invalid and high impedances and hence the leads were replaced which resolved the issue. The patient is receiving stimulation postoperatively.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26091. It was reported the patient was experiencing auto-reducing. Lead diagnostics revealed high impedance on the contacts 9-16. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.